Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. PMA (510k) #: k011028, k013227.

Event description:
It was reported that the hex of the implant broke off broke off causing abutment to spin at tooth # 29. Implant was removed. Patient to return for implant replacement. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported.